Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that customer experienced an issue with the prograsp forceps instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: "we don´t use permanent cautery hook at all. We don´t even have that instrument in our hospital. So I´m very confused about this message and what I should do."